Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician noted that the screw of the lead would not spin out. The lead was no longer used and replaced. The patient was in stable condition post surgery.